Manufacturer narrative:
It was reported that a patient had a vt ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis, 320ml was drained. Cardiac tamponade was noticed at end of the ischemic vt ablation, while checking post-ablation for an effusion with intracardiac echo. The patient was stable with no symptoms. A pericardiocentsis was performed, removing 320 ml of fluid from the pericardial space, it was returned to the patient simultaneously. The patient remained stable throughout the intervention. The patient required extended hospitalization (3 extra nights) for management of the adverse event. The patient fully recovered. Device evaluation details: the product was returned to biosense webster for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4)

Manufacturer narrative:
On 6-aug-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30452871m number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient (B)(6) female patient weigh (B)(6) with a history of ischemic ventricular tachycardia (vt), low ejection fraction (ef) and an implantable cardioverter-defibrillator (ICD) had a vt ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis, 320ml was drained. Cardiac tamponade was noticed at end of the ischemic vt ablation, while checking post-ablation for an effusion with intracardiac echo. The patient was stable with no symptoms. A pericardiocentsis was performed, removing 320 ml of fluid from the pericardial space, it was returned to the patient simultaneously. The patient remained stable throughout the intervention. The patient required extended hospitalization (3 extra nights) for management of the adverse event. Additional information reported: the patient fully recovered. A transseptal puncture was performed with an baylis transseptal needle. The force visualization features used included graph, dashboard, vector and visitag. No additional filters were used with the visitag module. Visitag module was used, the parameters for stability were range of 3 mm, time 3sec, force over time (fot) 35% over 3 grams, tag size 3mm. An irrigated catheter was used in the event with the flow setting at 15ml/min. The pump was properly switching from ''low'' to ''high'' flow during ablation and the correct catheter settings were selected on the generator. No error messages were observed throughout the case.